Event description:
It is reported by customer's mother that the customer's insulin pump alarmed no delivery. Customer stated it was the first time this occurred. Customer had changed the infusion set and reservoir and the insulin pump had been working fine since. Customer did not have the blue clamp to perform troubleshooting. Customer's mother will call back for troubleshooting. The blood glucose was unknown. No additional information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.